Event description:
Philips received a complaint by the customer on the v60 indicating that a 111b "35 v supply failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 111b "35 v supply failed" alarm error occurred. A patient was receiving treatment at (B)(6) hospital for chronic obstructive pulmonary disease, respiratory failure, acute exacerbation of bronchial asthma, and other conditions. On (B)(6) 2025, when the respiratory department personnel attempted to administer upper respiratory tract ventilation to the patient, the 111b "35 v supply failed" alarm error was found on the device in the treatment room. The medical staff immediately replaced the device to treat the patient and contacted the hospital engineer to report the faulty ventilator. The hospital engineer inspected the device and found that the motor controller (mc) printed circuit board assembly (pcba) was defective. The hospital engineer therefore replaced the mc pcba, and the alarm was cleared. There was no serious adverse impact on the patient. Further case information regarding whether the device passed the required performance verification tests per philips standard and was returned to service is still pending. This investigation is ongoing.

Manufacturer narrative:
The hospital engineer inspected the device and found that the motor controller (mc) printed circuit board assembly (pcba) was defective. The hospital engineer therefore replaced the mc pcba, and the alarm was cleared. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.